Event description:
It was reported that during perfusion, the start/stop perfusion button and the set glucose dial and button were unresponsive. Perfusion was otherwise stable. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Device data was provided for review. Review of the data confirmed the reported event. It was noted that the liver was onboarded and offboarded without stopping perfusion and that no glucose values were input during the perfusion likely indicative of an unresponsive control panel. The reported device was serviced at the customer site, and the reported event could not be replicated. The device passed all applicable testing.